Event description:
A vns treating physician reported to our country manager that they had a pt who recently died from sudden unexplained death in epilepsy. Further investigation is underway to gather more details surrounding the pt's death.